Manufacturer narrative:
While evaluating the device the bench repair technician determined the speaker did not produce sound and the device speaker was faulty. The speaker was replaced to resolve the issue. The device was operational after repairs were completed.

Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in use on a patient at the time of event, there was no patient involvement.